Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the firing knob of the tvc55 instrument stopped on the firing process. The case was completed by using another instrument. There was no pt consequence.